Manufacturer narrative:
On an unknown date, the patient was recovered from cloudy fluid and peritonitis. It was also reported that the patient has been discharged from hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with an unspecified drug (for 14 days, dose, route and frequency not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.